Event description:
A malfunction code was reported, but there were no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided instructions for resetting the pump, and after doing so, the malfunction code did not recur. The customer was advised to continue using the pump and to report back if the issue resurfaced.